Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, based on the follow-up with the health-care provider, it was learned that the patient expired. The date and cause of death is unknown. No other details reported.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the event, no additional information was received from the health-care provider. Follow-up was also performed at the hospital but due to patient privacy regulations, the hospital was not able to release any additional information as requested (e.g. Operative report, discharge summary, death certificate). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information. Please note that a related event was submitted under MFR report #: 2015691-2012-16864 (for serial number (B)(4)).

Manufacturer narrative:
A response from the health-care provider was received indicating that this patient expired on (B)(6) 2012 from cardiogenic shock. No other details provided. There are multiple etiologies of cardiogenic shock; however, without any additional information or return of the subject valve, the root cause of this event cannot be investigated. Furthermore, there have not been any allegations that this valve caused or contributed to the patient's death.